Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient" ; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh device on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the ventralex mesh device. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, the attorney alleges that the product is defective. As reported, the attorney alleges that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, ¿a palpable mass was noted on the previous right subcostal incision. A large hernia sac was encountered. A round medium ventralex mesh was placed underneath the fascial edges circumferentially using sutures.¿ (B)(6) 2008 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of synthetic mesh. Per op notes, ¿the synthetic mesh was placed to cover the defect using sutures.¿ (B)(6) 2015 ¿ patient had chronic abdominal wall abscess. (B)(6) 2016 ¿ patient had infected mesh, abscess thereby underwent removal of mesh and drainage of abscess. (Note: there is no op notes provided for this procedure in medical records).

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient" ; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh device on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the ventralex mesh device. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, the attorney alleges that the product is defective. As reported, the attorney alleges that the patient experienced emotional distress.